Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The complaint was resolved by advising the customer to disable the ergonomic (ergo) function to allow completion of the procedure, and all repair details were documented for follow-up.

Event description:
It was reported that during after procedure on a da vinci 5 system, the site experienced repeated armrest ergo faults. The customer performed several power cycles and a hard power cycle, but the issue persisted. The customer inquired about disabling the ergo component to continue with their case, and after being informed of the limitations, proceeded to disable the ergo and moved forward with the procedure. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected the cable connections on the manipulator controller ergonomic base (mceb) board and found the j21 cable was not fully seated. The fse unplugged and plugged the cable back in and the error was resolved. The fse performed six power cycles to ensure the error did not reoccur. The system was tested and verified as ready for use. The root cause is attributed to an improperly seated j21 cable on the mceb board. This issue may be resolved by fse service to properly seat the cable.

Event description:
Refer to h11 for follow-up information.